Event description:
It was reported that the images on the monitors of the 9600+system are dark, however, the printed images look good. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the monitors for the proper gray scale. The system was tested and found to be working as intended, and placed back into service.